Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that upon inserting an impella 5.5 pump, a controller error appeared on the aic coinciding with a prompt to switch to a backup controller. The aic was swapped to resolve the issue. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. On the complaint date, one hour after the support was initiated with pump sn: (B)(6), the epm communication issue led to a reset of the epm. After the reset, due to the persistent epm communication issue, the console displayed ¿controller error (loss of comm (epm)) ¿ alarm,¿ event #1021 (imc_logs_ic3818.pdf). This confirms the reported failure mode. The console then displayed ¿controller error (pbm voltage out-of-spec) ¿ alarm,¿ event #501, due to the abnormal vpch1 voltage, indicating that the epm is drawing more current beyond the threshold of 209ma. Because of the epm communication issue, the pump disconnection was not recognized, and the user could not shut down the console in the normal way. Hence, the console was shut down by disengaging the battery switch when there was no ac power. The console was tested after arriving at fs. Upon the initial bootup, the console rebooted automatically due to an epm communication issue. After the reboot, because of the persistent epm communication issue, the console displayed the "system self check failed" screen. The ribbon cable between the impellatronic board and the 4-in-1 was connected properly. The firmware check via telnet confirmed that the epm was not communicating with the 4-in-1. Upon replacing the original impellatronic board with a known good one, the console booted up as intended. While running the optical test pump, no controller error was reproduced. The root cause of the controller error was an impellatronic board malfunction. .